Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm several times. Troubleshoot was performed. The customer's blood glucose was 72 mg/dl at the time of incident. The insulin pump will be returned for analysis.